Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a power on self test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during the power on self-test. The cause of the condition was depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. There was no patient involvement. No additional information is available.